Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge tubing separated from the cartridge while the customer was sleeping. Blood glucose was 313 mg/dl. A new cartridge was successfully loaded to address the event.